Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced intermittent infusion site reactions in the past, described as mild redness that was treated with fucidin and resolved within a few days. The patient continues to experience significant neuropsychiatric symptoms, including intermittent panic attacks, increased visual hallucinations, and episodes of paranoia that sometimes lead to refusal of as needed. The patient also reports seeing animals throughout her room. The nurse reported that reducing the infusion rate increases stiffness, while increasing the rate worsens hallucinations. No further information available.